Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The previous report stated the serial number as unknown. The serial number (B)(4) has been updated to reflect the serial number. Mfg date: the previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (sep 22, 2014) the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during maintenance it was observed that the nose cones of the short attachment device was overheating. The event was not related to surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred in (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device overheating was not confirmed. The device passed all manufacturing specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.